Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-26. H6: investigation summary: three 2420-0004 samples were received for investigation; one in sealed packaging from lot 21015109 and two without packaging. In addition one 2420-0007 sample from lot 20105343 was received in sealed packaging and one bd burette set was also received to assist the investigation. Residual fluid was present in the samples received without packaging. A visual inspection of each of the 2420-0004 samples identified both smartsite components on each set were oval shaped. Functional testing identified leakage from the smartsite component towards the male luer in each set confirming the customer's experience. A visual inspection of the 2420-0007 sample as well as the smartsite on the returned burette did not identify any oval smartsite components and no leakage was identified from the smartsite components during functional testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015109 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing or sterilization processes at the manufacturing site. A review of the customer feedback database indicates that there is no increased trend for oval smartsite valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit). H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked blood from the side port during use, and it was discovered afterward that the port bung was damaged.the following information was provided by the initial reporter: "the infusion line was primed and set up on a patient then blood started dripping out of the side port, the rn disconnected and got another line, set it up and the same thing happened again. No harm to patient just blood went onto the floor.on review of the product, we noted that the side port bung was oval in shape and not round ¿ not sure if this is the problem."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked blood from the side port during use, and it was discovered afterward that the port bung was damaged. The following information was provided by the initial reporter: "the infusion line was primed and set up on a patient then blood started dripping out of the side port, the rn disconnected and got another line, set it up and the same thing happened again. No harm to patient just blood went onto the floor. On review of the product, we noted that the side port bung was oval in shape and not round ¿ not sure if this is the problem."